Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. It was also observed that the device was unable to charge for defibrillation. Stryker determined that the cause of the reported and observed issues was due to the connection between the therapy capacitor wire harness plug, designator p22 and j22 of the capacitor discharge pcb. The connectors were unplugged. The connections were reconnected to resolve the issues. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.